Manufacturer narrative:
Pump booted up properly once installing aa battery, no frozen screen was noted. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. All buttons were tested for their functionality and all passed. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 26.0 received the lowbatteryalert (104) on 10/29/2025 11:54:00 after more than 7 days at 44.7 days. Battery cycle 25.0 received the lowbatteryalert (104) on 09/14/2025 18:55:00 after more than 7 days at 41.98 days. Battery cycle 24.0 received the lowbatteryalert (104) on 08/03/2025 19:18:00 after more than 7 days at 40.02 days. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Cosmetic damage at the reservoir compartment and display window cover were not confirmed, however, other cosmetic damage was noted during visual inspection. Cosmetic damage at the battery compartment was confirmed. Frozen screen was not confirmed during testing. Unresponsive buttons were not confirmed during testing. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump had no power, replace battery now, frozen display and pump buttons did not work, a crack on screen/display window cover, reservoir tube side, battery tube side of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.